Event description:
It was reported that pump declared altitude alarms while insulin delivery was suspended, and customer had previously experienced same issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned and uncovered speaker holes, attempted to reconnect cartridge and resume insulin but was unable to do so, then planned to use multiple daily injections as backup therapy while technical support arranged replacement pump and cartridge, provided storage and return instructions, and confirmed that additional troubleshooting would occur.